Event description:
Info received indicates the valve was removed due to stenosis. At retrieval, device inspection found the valve was calcified with cuspal stiffening noted. The valve was replaced with no additional complication reported for the pt.